Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run and the motor was damaged. It was further determined that the device failed pretest for check for excessive noise. It was noted in the service order that the device did not work during surgery. There were no reports of delays to the surgical procedure due to the event. It was reported that a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.